Manufacturer narrative:
Additional information: additional event details. Additional information: other relevant device(s) are: product ID: 9735740 (software version: 1.2.0). Device evaluation: a software analysis was completed utilizing a reproducibility methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the inaccuracy was measured between 5-10mm.

Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during the case. The site experienced an accuracy issue while navigating with the universal drill guide (udg). There was successful placement of the bilateral screws at l5. However, the surgeon identified the inaccuracy while attempting to drill for the l4 screws with the udg. It was suspected that the active stimulating of the instruments by a non-medtronic device, which assists to ensure that they don't breach the pedicle, caused movement with the perc pin and frame. The site immediately stopped navigating, placed a spinous process clamp on l4, moved the system to the head of the bed, and did a second spin. The surgeon then stated that navigation looked good and the rest of the case was completed. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.